Event description:
Customer reportedly received the following results on the aviva within 10 minutes: 316 mg/dl, 118 mg/dl, and 99 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.